Event description:
Pt placed on tasserit table and leather boot was placed on left foot. As traction was applied a hole in the leather strap tore from one hole to the next and the pt's foot began to slip. A second strap was applied and tension & traction were applied. The strap broke causing pt's foot to slip out of the boot causing an avulsion injury of the left heal. The skin was returned to proper position and staples were used to close the wound.